Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported a leak developed due to a split in the seam of the pilot balloon on the patient's tracheostomy tube. The pilot line was clamped following re inflation of the cuff and then after the procedure was completed, a non-routine replacement of the tube was required.